Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser probe was not able to be inserted into the 25g trocar during a vitrectomy procedure the probe was replaced to complete the surgery with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample found excess adhesive on nitinol-cannula junction. The probe stuck when tried to insert through the 25-gauge trocar cannula replicating the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on december 5, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive on the nitinol-cannula junction. The manufacturer internal reference number is: (B)(4).